Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead penetrated the rv wall. However, no parameters could be obtained because rv myocardium tissue was lodged in the helix of the rv lead. The physician removed the tissue and the helix of the rv lead got bent during penetration. Consequently, the physician elected to not used the rv lead and implanted a new lead. The patient was stable throughout the procedure.